Event description:
A report was received that the patient was experiencing pain at the pocket site. No device malfunction was suspected. The patient underwent a pocket revision procedure and was doing well postoperatively.